Event description:
This is a spontaneous case report received on 04-may-2016 from a lawyer in the united states, on behalf of a female plaintiff of unspecified age in united states who had essure (fallopian tube occlusion insert) inserted for permanent sterilization. The plaintiff was implanted with essure and subsequently had the device removed due to complications. Follow-up received on 26-may-2016 (B)(4). For cases where a device failure during insertion is reported, we conduct an investigation of any returned device. For cases where an insert is removed at a later time after insertion, we typically do not conduct an inspection of the insert. In this case, no product was returned. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. There was no event reported which indicates a new technical failure mode for the device. A ptc investigation cannot be performed as no batch number or sample provided thus resulting in an unconfirmed quality defect. Company causality comment: this case report was received from a lawyer on behalf of a female plaintiff who had essure (fallopian tube occlusion insert) removed due to complications. These events are listed according to essure's reference safety information. This case was received through a legal claim which included several plaintiffs; the adverse events/complications each individual plaintiff experienced were not specified. Despite of the lack of details for a comprehensive causality assessment; considering essure removal was required, causality with the suspect device cannot be excluded. Therefore, this case was regarded as incident. The product technical complaint investigation resulted in an unconfirmed quality defect. Further information will be obtained through the litigation process.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device breakage ('device breakage'), device expulsion ('left-sided essure in abnormal location. It was more into the anterior part of the myometrium/migrated in to fallopian tube'), embedded device ('left-sided essure in abnormal location. It was more into the anterior part of the myometrium/migrated in to fallopian tube'), pelvic pain ('pain'), genital haemorrhage ('abnormal bleeding (general)') and autoimmune disorder ('autoimmune disorder') in a 42-year-old female patient who had essure (batch no. 889941 not valid) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "did not undergo essure confirmation test". The patient's medical history included uterine bleeding. Concurrent conditions included overweight and adhd. Concomitant products included amfetamine aspartate;amfetamine sulfate;dexamfetamine saccharate;dexamfetamine sulfate (adderall) since 2013 and steroids. In 2010, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal"), menorrhagia ("abnormal bleeding (menorrhagia)") and dysmenorrhoea ("dysmenorrhea (cramping)"). On (B)(6) 2010, the patient had essure inserted. In 2011, the patient experienced female sexual dysfunction ("apareunia (inability to have sexual intercourse)"), migraine ("migraines"), headache ("headaches,"), nausea ("nausea") and dyspareunia ("dyspareunia (painful sexual intercourse)") and was found to have weight increased ("weight gain"). In 2012, the patient experienced chronic fatigue syndrome ("chronic fatigue syndrome"). On (B)(6) 2015, the patient experienced device breakage (seriousness criteria medically significant and intervention required), 5 years after insertion of essure. On an unknown date, the patient experienced device expulsion (seriousness criteria medically significant and intervention required), embedded device (seriousness criteria medically significant and intervention required), pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), autoimmune disorder (seriousness criterion medically significant), amnesia ("memory loss ; recognition of close friends/family,"), vaginal discharge ("vaginal discharge"), fatigue ("fatigue/tired"), vulvovaginal discomfort ("vaginal discomfort"), pollakiuria ("urinary frequency"), urinary retention ("inability to empty bladder after hysterectomy"), abdominal pain ("abdominal pain"), back pain ("back pain"), vulvovaginal pain ("vaginal pain"), abdominal pain lower ("abdominal pain lower"), gastric dilatation ("stomach distention"), procedural pain ("right hip pain"), night sweats ("night sweat"), dyspnoea ("trouble breathing"), peripheral swelling ("swelling in hand"), joint swelling ("swelling in ankle"), chest discomfort ("chest started feel pressure"), mood swings ("mood swing"), abdominal distension ("swollen stomach/bloating"), fluid retention ("fluid retention") and pain in extremity ("foot pain"). The patient was treated with surgery (hysterectomy with unilateral salpingectomy ¿ right salpingo oophorectomy; left salpingectomy). Essure was removed on (B)(6) 2015. At the time of the report, the device breakage, device expulsion, embedded device, pelvic pain, autoimmune disorder, vaginal haemorrhage, menorrhagia, female sexual dysfunction, chronic fatigue syndrome, migraine, headache, nausea, amnesia, dysmenorrhoea, vaginal discharge, fatigue, vulvovaginal discomfort, pollakiuria, urinary retention, abdominal pain, back pain, vulvovaginal pain, procedural pain, night sweats, peripheral swelling, joint swelling, chest discomfort, mood swings and fluid retention outcome was unknown, the genital haemorrhage, dyspareunia, abdominal pain lower, gastric dilatation and pain in extremity had resolved and the weight increased, dyspnoea and abdominal distension was resolving. The reporter considered abdominal distension, abdominal pain, abdominal pain lower, amnesia, autoimmune disorder, back pain, chest discomfort, chronic fatigue syndrome, device breakage, device expulsion, dysmenorrhoea, dyspareunia, dyspnoea, embedded device, fatigue, female sexual dysfunction, fluid retention, gastric dilatation, genital haemorrhage, headache, joint swelling, menorrhagia, migraine, mood swings, nausea, night sweats, pain in extremity, pelvic pain, peripheral swelling, pollakiuria, procedural pain, urinary retention, vaginal discharge, vaginal haemorrhage, vulvovaginal discomfort, vulvovaginal pain and weight increased to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 25.3 kg/sqm. Concerning the injuries reported in this case, the following one was reported via social media: autoimmune disorder, right hip pain, night sweat, trouble breathing, swelling in hand, swelling in ankle, chest started feel pressure and mood swing quality-safety evaluation of ptc: unable to confirm complaint most recent follow-up information incorporated above includes: on (B)(6) 2019: social media received- new events autoimmune disorder, right hip pain, night sweat, trouble breathing, swelling in hand, swelling in ankle, chest started feel pressure, embedded device and mood swing were added. Patient demography added. No valid lot number or device sample was received in this case. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ('my left tube migrated'), device breakage ('device breakage/broken into half'), device expulsion ('left-sided essure in abnormal location. It was more into the anterior part of the myometrium/migrated in to fallopian tube'), embedded device ('left-sided essure in abnormal location. It was more into the anterior part of the myometrium/migrated in to fallopian tube') and pelvic pain ('pain') in a 42-year-old female patient who had essure (batch no. 889941 not valid) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "did not undergo essure confirmation test". The patient's medical history included uterine bleeding. Concurrent conditions included overweight and adhd. Concomitant products included amfetamine aspartate;amfetamine sulfate;dexamfetamine saccharate;dexamfetamine sulfate (adderall) since 2013 and steroids. In 2010, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal"), menorrhagia ("abnormal bleeding (menorrhagia)") and dysmenorrhoea ("dysmenorrhea (cramping)"). On (B)(6) 2010, the patient had essure inserted. In 2011, the patient experienced female sexual dysfunction ("apareunia (inability to have sexual intercourse)"), migraine ("migraines/chronic migraine"), headache ("headaches,"), nausea ("nausea") and dyspareunia ("dyspareunia (painful sexual intercourse)") and was found to have weight increased ("weight gain"). In 2012, the patient experienced chronic fatigue syndrome ("chronic fatigue syndrome"). On (B)(6) 2015, the patient experienced device breakage (seriousness criteria medically significant and intervention required), 5 years after insertion of essure. On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required), device expulsion (seriousness criteria medically significant and intervention required), embedded device (seriousness criteria medically significant and intervention required), pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage ("abnormal bleeding (general)/heavy bleeding"), autoimmune disorder ("autoimmune disorder"), amnesia ("memory loss ; recognition of close friends/family,"), vaginal discharge ("vaginal discharge"), fatigue ("fatigue/tired"), vulvovaginal discomfort ("vaginal discomfort"), pollakiuria ("urinary frequency"), urinary retention ("inability to empty bladder after hysterectomy"), abdominal pain ("abdominal pain"), back pain ("back pain"), vulvovaginal pain ("vaginal pain"), abdominal pain lower ("abdominal pain lower"), gastric dilatation ("stomach distention"), procedural pain ("right hip pain"), night sweats ("night sweat"), dyspnoea ("trouble breathing/breathing issue"), peripheral swelling ("swelling in hand"), joint swelling ("swelling in ankle"), chest discomfort ("chest started feel pressure"), mood swings ("mood swing"), abdominal distension ("swollen stomach/bloating"), fluid retention ("fluid retention"), pain in extremity ("foot pain"), asthma late onset ("adult asthma"), uterine polyp ("pollops") and uterine disorder ("lesion in my uterus"). The patient was treated with surgery (hysterectomy with unilateral salpingectomy ¿ right salpingo oophorectomy; left salpingectomy). Essure was removed on (B)(6) 2015. At the time of the report, the device dislocation, device breakage, device expulsion, embedded device, pelvic pain, autoimmune disorder, vaginal haemorrhage, menorrhagia, female sexual dysfunction, chronic fatigue syndrome, migraine, headache, nausea, amnesia, dysmenorrhoea, vaginal discharge, fatigue, vulvovaginal discomfort, pollakiuria, urinary retention, abdominal pain, back pain, vulvovaginal pain, procedural pain, night sweats, peripheral swelling, joint swelling, chest discomfort, mood swings, fluid retention, uterine polyp and uterine disorder outcome was unknown, the genital haemorrhage, dyspareunia, abdominal pain lower, gastric dilatation and pain in extremity had resolved and the weight increased, dyspnoea and abdominal distension was resolving. The reporter provided no causality assessment for asthma late onset with essure. The reporter considered abdominal distension, abdominal pain, abdominal pain lower, amnesia, autoimmune disorder, back pain, chest discomfort, chronic fatigue syndrome, device breakage, device dislocation, device expulsion, dysmenorrhoea, dyspareunia, dyspnoea, embedded device, fatigue, female sexual dysfunction, fluid retention, gastric dilatation, genital haemorrhage, headache, joint swelling, menorrhagia, migraine, mood swings, nausea, night sweats, pain in extremity, pelvic pain, peripheral swelling, pollakiuria, procedural pain, urinary retention, uterine disorder, uterine polyp, vaginal discharge, vaginal haemorrhage, vulvovaginal discomfort, vulvovaginal pain and weight increased to be related to essure. The reporter commented: discrepancy noted for insertion date previously reported as (B)(6) 2010 and now reporting as essure procedure done in 2011. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 25.3 kg/sqm. Computerised tomogram - on an unknown date: the coil in left tube had migrated and appears to be broken in half. Concerning the injuries reported in this case, the following one was reported via social media: autoimmune disorder, right hip pain, night sweat, trouble breathing, swelling in hand, swelling in ankle, chest started feel pressure, mood swing, adult asthma. Quality-safety evaluation of ptc: unable to confirm complaint. Amendment: the report was amended for the following reason: this is retention case. All relevant information from duplicate case (B)(4) (local event number: bus-(B)(4), legacy device report number: 2951250-2020-04646, e2b company number: us-bayer-(B)(4)) is transferred to this case. No new follow-up information was received from the reporter. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device breakage ('device breakage'), device expulsion ('left-sided essure in abnormal location. It was more into the anterior part of the myometrium/migrated in to fallopian tube'), embedded device ('left-sided essure in abnormal location. It was more into the anterior part of the myometrium/migrated in to fallopian tube') and pelvic pain ('pain') in a 42-year-old female patient who had essure (batch no. 889941 not valid) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "did not undergo essure confirmation test". The patient's medical history included uterine bleeding. Concurrent conditions included overweight and adhd. Concomitant products included amfetamine aspartate;amfetamine sulfate;dexamfetamine saccharate;dexamfetamine sulfate (adderall) since 2013 and steroids. On (B)(6) 2010, the patient had essure inserted. In 2010, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal"), menorrhagia ("abnormal bleeding (menorrhagia)") and dysmenorrhoea ("dysmenorrhea (cramping)"). In 2011, the patient experienced female sexual dysfunction ("apareunia (inability to have sexual intercourse)"), migraine ("migraines"), headache ("headaches,"), nausea ("nausea") and dyspareunia ("dyspareunia (painful sexual intercourse)") and was found to have weight increased ("weight gain"). In 2012, the patient experienced chronic fatigue syndrome ("chronic fatigue syndrome"). On (B)(6)2015, the patient experienced device breakage (seriousness criteria medically significant and intervention required), 5 years after insertion of essure. On an unknown date, the patient experienced device expulsion (seriousness criteria medically significant and intervention required), embedded device (seriousness criteria medically significant and intervention required), pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage ("abnormal bleeding (general)"), autoimmune disorder ("autoimmune disorder"), amnesia ("memory loss ; recognition of close friends/family,"), vaginal discharge ("vaginal discharge"), fatigue ("fatigue/tired"), vulvovaginal discomfort ("vaginal discomfort"), pollakiuria ("urinary frequency"), urinary retention ("inability to empty bladder after hysterectomy"), abdominal pain ("abdominal pain"), back pain ("back pain"), vulvovaginal pain ("vaginal pain"), abdominal pain lower ("abdominal pain lower"), gastric dilatation ("stomach distention"), procedural pain ("right hip pain"), night sweats ("night sweat"), dyspnoea ("trouble breathing"), peripheral swelling ("swelling in hand"), joint swelling ("swelling in ankle"), chest discomfort ("chest started feel pressure"), mood swings ("mood swing"), abdominal distension ("swollen stomach/bloating"), fluid retention ("fluid retention"), pain in extremity ("foot pain") and asthma late onset ("adult asthma"). The patient was treated with surgery (hysterectomy with unilateral salpingectomy ¿ right salpingo oophorectomy; left salpingectomy). Essure was removed on (B)(6)2015. At the time of the report, the device breakage, device expulsion, embedded device, pelvic pain, autoimmune disorder, vaginal haemorrhage, menorrhagia, female sexual dysfunction, chronic fatigue syndrome, migraine, headache, nausea, amnesia, dysmenorrhoea, vaginal discharge, fatigue, vulvovaginal discomfort, pollakiuria, urinary retention, abdominal pain, back pain, vulvovaginal pain, procedural pain, night sweats, peripheral swelling, joint swelling, chest discomfort, mood swings and fluid retention outcome was unknown, the genital haemorrhage, dyspareunia, abdominal pain lower, gastric dilatation and pain in extremity had resolved and the weight increased, dyspnoea and abdominal distension was resolving. The reporter provided no causality assessment for asthma late onset with essure. The reporter considered abdominal distension, abdominal pain, abdominal pain lower, amnesia, autoimmune disorder, back pain, chest discomfort, chronic fatigue syndrome, device breakage, device expulsion, dysmenorrhoea, dyspareunia, dyspnoea, embedded device, fatigue, female sexual dysfunction, fluid retention, gastric dilatation, genital haemorrhage, headache, joint swelling, menorrhagia, migraine, mood swings, nausea, night sweats, pain in extremity, pelvic pain, peripheral swelling, pollakiuria, procedural pain, urinary retention, vaginal discharge, vaginal haemorrhage, vulvovaginal discomfort, vulvovaginal pain and weight increased to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 25.3 kg/sqm. Concerning the injuries reported in this case, the following one was reported via social media: autoimmune disorder, right hip pain, night sweat, trouble breathing, swelling in hand, swelling in ankle, chest started feel pressure, mood swing, adult asthma. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on (B)(6)2020: social media content received: new event "adult asthma" added. Reporter added. Events genital haemorrhage and auto-immune disorder made medically non-significant. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device breakage ("device breakage"), pelvic pain ("pain") and genital haemorrhage ("abnormal bleeding (general)") in an adult female patient who had essure (batch no. 889941) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "did not undergo essure confirmation test". The patient's concurrent conditions included overweight and adhd. Concomitant products included obetrol (adderall) since 2013. On (B)(4)2010, the patient had essure inserted. In 2015, the patient experienced device breakage (seriousness criteria medically significant and intervention required). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), vaginal haemorrhage ("abnormal bleeding (vaginal"), menorrhagia ("abnormal bleeding (menorrhagia)"), female sexual dysfunction ("apareunia (inability to have sexual intercourse)"), chronic fatigue syndrome ("chronic fatigue syndrome") with fatigue, migraine ("migraines"), headache ("headaches,"), nausea ("nausea"), amnesia ("memory loss ; recognition of close friends/family,"), dysmenorrhoea ("dysmenorrhea (cramping)"), dyspareunia ("dyspareunia (painful sexual intercourse)"), vaginal discharge ("vaginal discharge"), weight increased ("weight gain"), vulvovaginal discomfort ("vaginal discomfort"), pollakiuria ("urinary frequency"), urinary retention ("inability to empty bladder after hysterectomy"), abdominal pain ("abdominal pain"), back pain ("back pain"), vulvovaginal pain ("vaginal pain"), abdominal pain lower ("abdominal pain lower") and gastric dilatation ("stomach distention"). The patient was treated with surgery (hysterectomy with unilateral salpingectomy ¿ right salpingo oophorectomy; left salpingectomy). Essure was removed on(B)(4)2015. At the time of the report, the device breakage, pelvic pain, vaginal haemorrhage, menorrhagia, female sexual dysfunction, chronic fatigue syndrome, migraine, headache, nausea, amnesia, dysmenorrhoea, vaginal discharge, weight increased, vulvovaginal discomfort, pollakiuria, urinary retention, abdominal pain, back pain and vulvovaginal pain outcome was unknown and the genital haemorrhage, dyspareunia, abdominal pain lower and gastric dilatation had resolved. The reporter considered abdominal pain, abdominal pain lower, amnesia, back pain, chronic fatigue syndrome, device breakage, dysmenorrhoea, dyspareunia, female sexual dysfunction, gastric dilatation, genital haemorrhage, headache, menorrhagia, migraine, nausea, pelvic pain, pollakiuria, urinary retention, vaginal discharge, vaginal haemorrhage, vulvovaginal discomfort, vulvovaginal pain and weight increased to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 25.3 kg/sqm. Most recent follow-up information incorporated above includes: on(B)(4)2018: pfs received, reporter added, patient concomitant condition added, concomitant drug added, lot number received, events medical device removal and complication associated with device replaced with events:- device breakage, pelvic pain,genital haemorrhage, vaginal haemorrhage, menorrhagia, female sexual dysfunction, chronic fatigue syndrome, migraine, headache, nausea, amnesia,dysmenorrhoea, dyspareunia, vaginal discharge, fatigue, weight increased, vulvovaginal discomfort,pollakiuria,urinary retention, abdominal pain, back pain, vulvovaginal pain, abdominal pain lower, gastric dialation, device monitoring procedure not performed.essure legal manufacture has changed from bayer healthcare, llc, milpitas to bayer pharma ag, berlin, and this report is being submitted as a follow up to a previous report submitted under the former legal manufacturer. Report type ¿initial¿ indicates here initial submission by the new legal manufacturer only incident at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device breakage ("device breakage"), pelvic pain ("pain") and genital haemorrhage ("abnormal bleeding (general)") in an adult female patient who had essure (batch no. 889941) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "did not undergo essure confirmation test". The patient's past medical history included uterine bleeding. Concurrent conditions included overweight and adhd. Concomitant products included obetrol (adderall) since 2013. On (B)(6) 2010, the patient had essure inserted. In 2012, the patient experienced chronic fatigue syndrome ("chronic fatigue syndrome") with fatigue. In 2015, the patient experienced device breakage (seriousness criteria medically significant and intervention required). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), vaginal haemorrhage ("abnormal bleeding (vaginal"), menorrhagia ("abnormal bleeding (menorrhagia)"), female sexual dysfunction ("apareunia (inability to have sexual intercourse)"), migraine ("migraines"), headache ("headaches,"), nausea ("nausea"), amnesia ("memory loss ; recognition of close friends/family,"), dysmenorrhoea ("dysmenorrhea (cramping)"), dyspareunia ("dyspareunia (painful sexual intercourse)"), vaginal discharge ("vaginal discharge"), weight increased ("weight gain"), vulvovaginal discomfort ("vaginal discomfort"), pollakiuria ("urinary frequency"), urinary retention ("inability to empty bladder after hysterectomy"), abdominal pain ("abdominal pain"), back pain ("back pain"), vulvovaginal pain ("vaginal pain"), abdominal pain lower ("abdominal pain lower"), gastric dilatation ("stomach distention") and device expulsion ("left-sided essure in abnormal location. It was more into the anterior part of the myometrium"). The patient was treated with surgery (hysterectomy with unilateral salpingectomy ¿ right salpingo oophorectomy; left salpingectomy) and surgery (hysterectomy with unilateral salpingectomy ¿ right salpingo oophorectomy; left salpingectomy). Essure was removed on (B)(6) 2015. At the time of the report, the device breakage, pelvic pain, vaginal haemorrhage, menorrhagia, female sexual dysfunction, chronic fatigue syndrome, migraine, headache, nausea, amnesia, dysmenorrhoea, vaginal discharge, weight increased, vulvovaginal discomfort, pollakiuria, urinary retention, abdominal pain, back pain, vulvovaginal pain and device expulsion outcome was unknown and the genital haemorrhage, dyspareunia, abdominal pain lower and gastric dilatation had resolved. The reporter provided no causality assessment for device expulsion with essure. The reporter considered abdominal pain, abdominal pain lower, amnesia, back pain, chronic fatigue syndrome, device breakage, dysmenorrhoea, dyspareunia, female sexual dysfunction, gastric dilatation, genital haemorrhage, headache, menorrhagia, migraine, nausea, pelvic pain, pollakiuria, urinary retention, vaginal discharge, vaginal haemorrhage, vulvovaginal discomfort, vulvovaginal pain and weight increased to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 25.3 kg/sqm. Most recent follow-up information incorporated above includes: on (B)(6) 2018: plaintiff fact sheet and medical records received. New reporters added. Patient relevant history added. Event onset dates added. Event left-sided essure in abnormal location. It was more into the anterior part of the myometrium added incident at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device breakage ("device breakage"), pelvic pain ("pain") and genital haemorrhage ("abnormal bleeding (general)") in a 42-year-old female patient who had essure (batch no. 889941 invalid) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "did not undergo essure confirmation test". The patient's medical history included uterine bleeding. Concurrent conditions included overweight and adhd. Concomitant products included amfetamine aspartate;amfetamine sulfate;dexamfetamine saccharate;dexamfetamine sulfate (adderall) since 2013. In 2010, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal"), menorrhagia ("abnormal bleeding (menorrhagia)") and dysmenorrhoea ("dysmenorrhea (cramping)"). On (B)(6) 2010, the patient had essure inserted. In 2011, the patient experienced female sexual dysfunction ("apareunia (inability to have sexual intercourse)"), migraine ("migraines"), headache ("headaches,"), nausea ("nausea") and dyspareunia ("dyspareunia (painful sexual intercourse)") and was found to have weight increased ("weight gain"). In 2012, the patient experienced chronic fatigue syndrome ("chronic fatigue syndrome") with fatigue. On (B)(6) 2015, the patient experienced device breakage (seriousness criteria medically significant and intervention required), 5 years after insertion of essure. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), amnesia ("memory loss ; recognition of close friends/family,"), vaginal discharge ("vaginal discharge"), vulvovaginal discomfort ("vaginal discomfort"), pollakiuria ("urinary frequency"), urinary retention ("inability to empty bladder after hysterectomy"), abdominal pain ("abdominal pain"), back pain ("back pain"), vulvovaginal pain ("vaginal pain"), abdominal pain lower ("abdominal pain lower"), gastric dilatation ("stomach distention") and device expulsion ("left-sided essure in abnormal location. It was more into the anterior part of the myometrium"). The patient was treated with surgery (hysterectomy with unilateral salpingectomy ¿ right salpingo oophorectomy; left salpingectomy). Essure was removed on (B)(6) 2015. At the time of the report, the device breakage, pelvic pain, vaginal haemorrhage, menorrhagia, female sexual dysfunction, chronic fatigue syndrome, migraine, headache, nausea, amnesia, dysmenorrhoea, vaginal discharge, weight increased, vulvovaginal discomfort, pollakiuria, urinary retention, abdominal pain, back pain, vulvovaginal pain and device expulsion outcome was unknown and the genital haemorrhage, dyspareunia, abdominal pain lower and gastric dilatation had resolved. The reporter provided no causality assessment for device expulsion with essure. The reporter considered abdominal pain, abdominal pain lower, amnesia, back pain, chronic fatigue syndrome, device breakage, dysmenorrhoea, dyspareunia, female sexual dysfunction, gastric dilatation, genital haemorrhage, headache, menorrhagia, migraine, nausea, pelvic pain, pollakiuria, urinary retention, vaginal discharge, vaginal haemorrhage, vulvovaginal discomfort, vulvovaginal pain and weight increased to be related to essure. No further causality assessment were provided for the product. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 25.3 kg/sqm. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on (B)(6) 2019: quality safety evaluation of ptc (product technical complaint). Incident: no lot number or device sample was received in this case. We will conduct a review of our complaint records and other non-conformant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
Data correction for us reporting: the code knh was replaced with hhs.